Event description:
It was reported that prior to starting a da vinci si surgical procedure, the jaws of the fenestrated bipolar forceps instrument were not aligned. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has been returned for evaluation. Failure analysis investigation found the instrument grips tips to be bent. One grip is bent, causing side to side misalignment of grips. There is a .222 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis investigation also found the following damages to the instrument: the edge of the distal pulley had mechanical indentations and burrs with visible scratches on the surface of the pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. It was concluded that the damages to the distal pulley and main tube were likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.